Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Per the patient's peritoneal dialysis nurse, the patient did not develop an infection or peritonitis. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding complaints of deaths or serious injuries received between (B)(6) 2011 to (B)(6) 2013.

Event description:
Home peritoneal dialysis patient encountered an air detected in cassette alarm and the drain had been very slow. She also noticed fluid under the cycler compartment door. Tech support advised her to cancel treatment. On call peritoneal dialysis nurse advised her to go to the e.r. A cell count and effluent cultures were drawn. Results were negative. One dose of prophylactic antibiotics was given.